Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and blood glucose of 410mg/dl. It was stated that the customer was experiencing unexplained high glucose for a day. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 260mg/dl, and she has been treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.